Event description:
It was reported that the patient experienced a loss of therapeutic effect after a fall, leading to issues with incontinence. The hcp took x-rays and determined that the leads were ok and there was no fracturing. The patient had been instructed not to make any adjustments to the programmer until the x-ray was performed. After the x-ray the patient scheduled an appointment with the nurse for programming adjustments. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v741028, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).